Event description:
It was reported that the customer was experiencing issues with his quickserter not releasing properly for a year. The customer's blood glucose was over 500 mg/dl. The customer had treated himself with a manual injection. Troubleshooting for the quickserter issues was done. The customer stated that, when he pressed the two white buttons, one would release, but the other would not. Advised that a replacement serter would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.